Event description:
The pt was undergoing a procedure in the left main trunk, extending to the left cx. The target lesion was a 35mm, de novo, concentric bifurcated, ostial type c lesion that was moderately calcific, but not tortuous. The site was predilated with a 3.0x 14mm balloon at 14 atm for 40 seconds. A 3.5 x23mm cypher was implanted at 12atm for 40 seconds. A 3.5 x 18mm cypher was implanted at 12atm for 40 seconds, overlapping the first. Postdilation was conducted with a 3.5x 15mm balloon at 16atm for 40 seconds. Ivus was done. Timi flow was 3 pre and post procedure. Residual stenosis was 0%. Thirty-four days later, the pt was brought to the hosp with fatique and chest compression. Coronary angiography was done and thrombus was confirmed in both cypher stents, and was treated with balloon angioplasty.